Event description:
Pt was undergoing laparoscopic cholecystectomy. Surgeon had used this machine to inflate abdomen with co2 gas and machine had performed properly. Suddenly surgeon realized abdomen deflating and machine electronics flashing on and off, attempted to restart machine, electrical connection checked, outlet functioning. Surgery delayed while another machine obtained. Surgery completed and pt to recovery in stable condition. Discharged home 12/23/95.